Event description:
Subsequent to the initial MDR, additional information became available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.

Event description:
The complaint states that "alert/notification settings" was reported. The sensor was inserted into the arm. On (B)(6) 2025, it was reported that the patient experienced a failure to alert after which the experienced a hyperglycemic event. The day of the event the patient experienced feeling sick and was throwing up. It was unknown what the cgm reading was at that time. The patient called and an ambulance and was taken to the hospital. When the patient arrived at the hospital a fingerstick was taken the cgm was reading 22.0 mmol/l, and the blood glucose reading was 64.8 mmol/l. The patient stated that they never received alerts for hyperglycemia, and that this caused the hospitalization. The patient received intravenous treatment with insulin, was given antibiotics, and was admitted for a week. At the time of the report the patient was stable. No product or data was provided for investigation. Problem could not be confirmed and probable cause cannot be determined. No additional patient or event information is available.